Event description:
Two 22mm airlife adapters and one 15mm adapter was placed in-line of a ventilator pt for aerosol treatments. Immediately upon insertion of the adapters, the ventilator's high pressure alarm activated/sounded. Pt was examined for obvious airway obstruction(s), none noted. Pt was then "bagged" with 100% oxygen while circuit was examined. Upon inspection it was discovered that the 15mm airlife adapter was completely occluded with a heavy plastic material consistent with the material used in the mfg process of the device. The defective adapter was removed from the circuit and the pt was returned to ventilator therapy.